Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 300mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient recently had the pump and catheter replaced january 2022 and the catheter was recently revised as well april 2022 [see manufacturers report 3004209178-2022-04649]. The healthcare provider stated "last week" they attempted to aspirate from the cap (catheter access port) and got back no csf (cerebral spinal fluid) flow. The healthcare provider also stated since the pump was replaced in january of 2022 the patient has not had good therapy effect and so they've been trying to do troubleshooting since then. The patient has scoliosis and abnormal spinal anatomy and the concern with the catheter could be due to that. The healthcare provider inquired about a catheter dye study without being able to aspirate. It was reviewed the option to push the drug formula (catheter volume x conc) and the healthcare provider stated that dose would be too much so that is not an option and asked about other catheter diagnostics. Additional information was received the same day from the company representative who wanted to review considerations with the patient still having symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter, product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter, product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter, product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-dec-2023, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 02-sep-2023, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 20-dec-2023, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 14-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781 serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated that actions and interventions to resolve the inability to aspirate were not determined because, patient was scheduled for nuclear medicine tracer study but expired prior to test due to pneumonia exacerbated by asthma. Patient death was unrelated to pump as per autopsy report.